Manufacturer narrative:
E1 company address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a b30 error message and no image during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure b30 scope communication error was confirmed and no image was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: b30 scope communication error occurred due to corrosion in the plug unit. The most probable cause was traced to a component failure. Since no image was not confirmed during device evaluation, the most probable cause of no image was not determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.